Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04097. The patient received her scs system on (B)(6) 2011, including two leads (with different lot numbers). It was reported one lead was a peripheral lead (off-label). It was reported, the stimulation was shutting down when the patient tried to increase the amplitude. The sjm representative interrogated the system and determined the patient had several invalid contacts with high impedances. The patient was reprogrammed, receiving some stimulation coverage. Follow up identified the patient was scheduled for surgical intervention at a future date.

Manufacturer narrative:
A surgical coordinator reported a patient with blurry vision following intraocular lens sjm has limited information related tot he patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Shm defers to the patient's physician regarding medical history.